Event description:
It was initially reported by the surgeon that the patient had a generator replacement surgery due to end of service. A new demipulse generator was placed on the existing leads and got >10,000 ohms on system test. Surgeon did not touch the existing lead and therefore, felt the lead issue happened prior to surgery. Surgeon plans to replace the leads in the near future. New generator and the existing leads were left in place and device was not turned on. Follow up with the patient's recent treating physician's nurse revealed that when they saw the patient for the first time, they could not interrogate it and believed that the generator was at eos since patient is implanted since 2004. They were not aware of the high lead impedance and they did not get any notes from previous physician. No patient manipulation or trauma was reported and no x-rays were or will be taken.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.